Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the char was building up on the tip and it looks as if it melted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure the char was building up on the tip and it looks as if it melted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Correction: d9: device not available for return. D4: full UDI is not available due to missing information (unknown lot#). H6: the quality investigation is complete.